Event description:
Two days postoperatively, the pt experienced increased shortness of breath, developed a fever and had elevated wbcs. The pt also was anemic, rec'd two units of prbcs and was treated with medications; however, pt required intubation. In 11/2000, a transesophagealechocardiography showed severe mitral regurgitation and severe paravalvular leak. Intraoperatively, paravalvular leak was noted "posteriorly" where the sewing cuff was dehisced from the annulus. One of the leaflets was fractured to facilitate explant. A 29mj-501 was then implanted. Intraoperative transesophagealechocardiography showed paravalvular leak again in the same area. The valve was removed and the native anterior and posterior leaflets were excised. Bovine pericardium was used around the entire annulus and the valve was reimplanted. Transesophagealechocardiography showed the valve functioning "satisfactorily" with no paravalvular leak; however, the circumflex artery was damaged requiring repair and add'l pump time.